Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where during procedure, a single leaflet device attachment (slda) occurred. Insertion into the guide sheath (gs) was easy, the implant system (is) was advanced into right atrium (ra) and was closed, the clasps were up and steered down towards the valve. Imaging was challenging due to bad echocardiography conditions, but the implant catheter (ic) was able to plant the device at the desired antero-septal position. Leaflets were grasped and grasping was assessed. Due to echo quality, it was decided to optimize the septal leaflet grasp. The septal leaflet was observed on echo, and it appeared to be all the way in the paddles after re-grasp. No sign of curling was observed. When the device was closed, the leaflet followed the device and seemed to have proper tension. The pre-release assessments were done and showed no indication for an insufficient grasp. Tricuspid regurgitation (tr) grade was reduced during the closure of the device. The device was deployed, the lateral sutures were loosened, and then the septal sutures. There were no issues while removing the sutures. During release, the device sat high in its position, no unusual movement was observed. The device detached from the septal leaflet. The decision was not to stabilize the first device, as posterior to the grasping area there was a defect in the septal leaflet. A second device was implanted in posterior-septal position after the slda happened. Starting tr grade was 5, before releasing first device tr grade was estimated to be reduced to 2-3, after the slda tr grade was 5 and final tr grade after second device was 3.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on accounts by the edwards clinical specialist present during the procedure. Available information suggests that challenges with imagery and poor echocardiography conditions likely contributed to the event due to these elements possibly making it difficult to grasp. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.